Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a 25 mm masters series was implanted in the mitral position. Concomitantly, a mhv was implanted in the aortic position. On (B)(6) 2016, the patient reported to the hospital with dyspnea. On examination, it was determined that one of the mitral valve leaflets had become dislodged, traveled through the prosthetic aortic valve and into the abdominal aortic bifurcation. The mitral valve was explanted and replaced with a second 25 mm masters series valve.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per the medwatch report received on 30 january 2017, the patient will be scheduled for leaflet removal from the abdominal aorta in the future.